Manufacturer narrative:
The provided session records were reviewed by technical services and no device malfunction was observed. The device was performing per programmed settings.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient had experienced a ventricular tachycardia (vt) storm. The patient had decreased consciousness with cardiac arrest. The patient received high voltage (hv) therapies and several external shocks delivered by emergency medical services (ems). On (B)(6) 2023, interrogation of the device revealed several failed hv therapies and failed anti-tachycardia pacing (atp) therapies. The therapies did not terminate the patient's rhythm and therapies were exhausted. Programming changes were made. The patient was stable and recovering.